Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to symptomatic rectocele, stress urinary incontinence and intrinsic sphincter deficiency along with concurrent water cystoscopy and posterior colporrhaphy. It was also reported that patient underwent cystotomy, incidentally created with pereyra needle and mesh, removed and repositioned on (B)(6) 2009. Additionally, on (B)(6) 2009, the patient underwent status post vaginal urethral mesh excision at the midline on both sides and inferior to the urethra due to erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.